Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level of 421mg/dl. Customer¿s blood glucose was level 300 mg/dl at the time of incident. Customer was treated with manual injection. There was no leak or no air bubble. Customer did not allege for over delivering. The product will not be returned for the analysis.